Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems h-1200 report of constant alarm with cassette not attached properly was confirmed during testing. Physical condition of the device revealed bottom enclosure missing fan filter. Visual inspection and found that optical assembly wire was loose, which filter holder alarm. This confirmed customer reported reason. Repair summary included: an additional issue was also found that aux outlet pin connector broken. Replaced optical assembly, h-31 control board, air detector sensor board, air bubble sensor, fan guard, enclosure, membrane switch, pcb insulator, pump assembly, outlet aux, and label set. Installed tempcheck test fixture e5993 due nov 2021. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. This device issue is not related to CAPA (B)(4).

Event description:
Information received a smiths medical smiths medical fluid warming/level 1 trauma fast flow systems h-1200 has constant alarm cassette not in properly. No patient involvement occurred.